Event description:
Customer reported that the unicel dxc 600i synchron access clinical system generated erroneously elevated accutni (troponin) patient results within the risk stratification range of the assay. Two of the results were reported out of the laboratory, but were amended when the issue was flagged and prior to the initiation of patient treatment based on the results. The other two results were not reported out of the laboratory. There was no death, injury or change to patient treatment attributed to or associated with this complaint. Repeat testing of the patient samples on the access instrument produced lower results in the normal reference range of the assay for all four patients. Customer stated that quality control (qc) and system checks were both failing after the erroneously elevated results were obtained. The customer technical specialist (cts) generated a service request for onsite instrument inspection. The field service engineer (fse) inspected the instrument and determined that a piece of kinked aspirate probe tubing was the cause of the erroneous patient, qc and system check results. The fse replaced the kinked tubing and verified that instrument hardware was operating within instrument specifications after the repairs were complete. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).